Event description:
A patient reported experiencing inaccurate high results with a fasttake meter. The patient's blood glucose results were 4.0 versus the labs 2.8 mmol/l. Tests were done within 10 minutes with a difference of 1.2 mmol/l. Patient did not experience any adverse events. No further information has been reported.